Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the resistance was in the distal end of the catheter. A continuous saline flush was administered and maintained as indicated in the IFU. There was no damage to the pipeline pushwire or catheter observed. The patient was said to be doing well and was discharged. They did not experience any symptoms related to the event.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-fg15 (unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline would not open distally, despite re-sheathing a few times so the operator re-sheathed and went to remove to pipeline but felt some resistance in the catheter. On removal, the pipeline was not on the delivery wire and had dislodged inside the catheter hub. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. There were no additional steps or other devices required to open the pipeline. The pipeline removed from patient. The pipeline was resheathed and removed with the microcatheter. There is no patient involved in this event. The pipeline was used for an indication that is approved (on-label). The device and any accessories were prepared as indicated in the IFU.

Manufacturer narrative:
H3: product analysis of ped2-450-25, lotno:d034982 ¿ as found condition: the pipeline flex shield and phenom 27 catheter were returned inside the inner pouch, biohazard bag, and shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared stretched, with the ptfe shrink tubing still intact. The pipeline flex braid was found detached from the pushwire and stuck inside the catheter lumen. The distal end of the braid was not opened and frayed. The proximal end of the braid was found to be fully open and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. The catheter tip, marker, and body were examined; no damages were found. The catheter body was found to be flattened at 4.0cm to 11.0cm from the distal tip. No other anomalies were observed. ¿ testing/analysis: the braid was then removed from the catheter with difficulty. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.026¿ mandrel through the catheter hub without issue; resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer reports of "failure to open at the distal end", "device opens prematurely", and "resistance during retrieval" were confirmed, as the pipeline flex braid was found detached from the pushwire and stuck inside the catheter lumen. The distal end of the braid was not opened and frayed. Possible causes of failure to open include vessel tortuosity, a damaged braid, or deployment of the braid in the vessel bend. The customer indicated that the braid was not positioned in the vessel bend, which rules it out as a potential cause. It is possible that the vessel tortuosity and damaged braid may have contributed to the failure to open. Braid damage can occur due to resheathing more than 2 times, over-manipulation, deployment technique, resistance encountered when advancing or retracting the delivery wire, or deploying/re-sheathing the braid against resistance. Additionally, the observed damage to the catheter (flattening), braid (fraying), and hypotube (stretching) suggests that a high force was applied. It appears that these damages may have occurred when the customer attempted to retrieve the pipeline flex shield through the catheter, encountering resistance. However, the cause of the resistance could not be determined. Possible causes of the resistance include vessel tortuosity and a lack of continuous flush during the procedure. The customer reported that a continuous flush was used, which eliminates it as a potential cause. The vessel tortuosity could not be ruled out as a possible cause of the resistance. Possible causes of the device opening prematurely include resistance during delivery, excessive force during delivery, over-manipulation, or rotating or pulling back the pushwire during delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.